Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: (B)(4). Model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient had a small hole that developed from the original incision. The patient underwent a revision wherein the pocket was relocated and the ipg and lead were replaced. The patient was doing well postoperatively.